Event description:
Reporter stated the blood glucose monitor has provided incorrect bolus advice since the beginning of (B)(6) 2014. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.